Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient had an ablation on (B)(6) 2022 they saw a message that the internal device had lost all data. Patient turned stim off before the ablation and saw the internal device has lost data message when they tried to turn stim on. The patient was redirected to their healthcare provider to further address the issue.